Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. The customer treated with a bolus but it was not effective. The blood glucose had gone up to 539 mg/dl. The customer was feeling nauseous and stated that her blood glucose had always been difficult to control. The customer declined further troubleshooting and stated that she was okay at the time of the call.